Manufacturer narrative:
Concomitant medical product: (B)(4) ipg implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's epicardial leads exhibited thresholds that had been rising over time and were now high. It was also reported the leads exhibited intermittent capture at maximum outputs. The leads were capped and transcatheter pacing system was implanted. No patient complications have been reported as a result of this event.